Event description:
It was reported that the right atrial (ra) lead will be evaluated for bipolar and unipolar configurations to confirm lead integrity issue. The lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).